Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an episode of right ventricular lead noise. On (B)(6) 2019, the patient presented in clinic, where the noise was able to be reproduced by moving the patient's arm across their body. The patient was asymptomatic, and will continue to be monitored.